Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 294 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the basal rates, but not the bolus wizard settings. The insulin pump failed the initial prime test. Found that the customer may not have rewound and primed the insulin pump. The insulin pump passed the second prime test, after it was properly rewounded and primed. The insulin pump passed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.